Event description:
Primary stability achieved, no osseointegration. Patient has diabetes mellitus. 2 other implants in regio 42 and 32 have healed correct and were fitted with a bar. Same patient as (B)(4).